Manufacturer narrative:
On 10-mar-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking after the dilator was pulled from the sheath. The sheath was replaced, and the issue was resolved. Additional information was later received indicating the hemostatic valve had become detached while being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The approximate volume of blood that was lost was 5-10 ml. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking after the dilator was pulled from the sheath. The sheath was replaced, and the issue was resolved. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection of the returned device. Visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. At this time is not possible to determine the root cause of the hemostatic valve condition, however, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).